Manufacturer narrative:
The infection control bag was returned and was also examined. It appeared to have been used for demonstration. The inside of the bag was clean and dry and did not appear to have been used for its intended purpose. There has been no product failure. Product functioned as designed. Root cause is user's unfamiliarity with the product and the instructions for use.

Event description:
It was reported that the nurse squeezed the drainage into the bag, and it put a lot of air into bag. Next time the bag was squeezed it became taut with air pressure. Blood started to ooze out of connection site. Removed and used a second bag and started over, same thing happened. Connection site gets stuck and it is hard to remove.